Event description:
It was reported that the patient felt discomfort and presented to the hospital. Interrogation of the implantable pulse generator (ipg) found elective replacement indicator (eri) had triggered due to high battery impedance. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Concomitant product: 5076-52 lead (B)(6) 2007. (B)(4).